Event description:
It was reported the patient developed an infection. The right atrial lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the medial segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.